Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-8352-70 (sn: (B)(4)) device evaluation indicated that the visual inspection revealed that tail # 1 of the paddle lead was missing. Visual/x-ray inspection and impedance test of the remaining paddle lead tails revealed no anomalies and no cables were exposed. The clean cut damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient was experiencing overstimulation. It was noted that the when the remote control set down, it started to get really strong and the stimulator turns up by itself. The patient underwent an explant procedure. The physician did not know if device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing overstimulation. It was noted that the when the remote control set down, it started to get really strong and the stimulator turns up by itself. The patient underwent an explant procedure. The physician did not know if device malfunction was suspected.